Event description:
It was reported that the pacemaker was found to be in the back up mode and patient experienced loss of av synchrony. Programming changes were made on the device. Patient was stable.

Manufacturer narrative:
Further information was requested but not received.